Manufacturer narrative:
Occupation: supply chain buyer. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Upon the nurse opening the package of a cook thal-quick abscess drainage set, it was discovered that the device "fell apart." No patient contact was made. Additional information has been requested regarding how the device "fell apart," but has not been provided at the time of this report.

Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) hospital (united states) informed cook on 28dec2021 of an issue with a thal-quick abscess drainage set (rpn: tqas-1600-j; lot: #14014325). The customer stated that, upon opening the package, the device fell apart. It is unknown which component was broken. It is unknown how the procedure was completed. Additional information regarding event was requested but not received. No patient contact was made. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures of the device, were conducted during the investigation. The customer did not return the device for evaluation. A device failure analysis could not be completed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 14014325 and lots ic13931838, ic14008261, ic13932360, ic14045134, and ni14014324 records no nonconformances. There is a nonconformance on lot ic14023414, but it is unrelated to the reported failure. Cook did not identify any nonconforming material in house or in the field. There is also no indication that the complaint device was manufactured out of specification. Cook reviewed product labeling. The product IFU, [t_tqas_rev9] ¿thal-quick abscess drainage sets,¿ provides the following information to the user related to the reported failure mode: ¿how supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no returned device, and the results of the investigation, a definitive root cause was unable to be established. The customer stated that upon opening the package, the device fell apart. It is unknown which component was broken. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.